Manufacturer narrative:
It was reported that a patient dislocated. Nsa was informed by the surgeon intending to revise. Surgeon performing revision did not perform the primary case. The dhrs were reviewed, ncm log was reviewed. Dislocation is a known and documented risk.

Event description:
It was reported that a patient dislocated.